Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type ib endoleak on the right was found on an angiogram during follow-up. The endoleak was attributed to disease progression. The physician extended into the talent stent graft with a 16/13/156 and a 13/13/82 endurant limb. It was also reported there appeared to be a type iii endoleak (hole) coming from the talent limb about 3-4 cm from the stent graft bifurcation. The cause of the endoleak is unknown. The physician relined the talent limb with a 16/20/93 endurant limb. No endoleak was seen following placement. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).